Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the source of the reported infection cannot be determined. Although, we cannot rule out a procedural related variance as a contributing factor. Based on the information provided, the patient underwent a revision with a washout and an articular insert exchange due to the reported bacterial infection, however, the patient¿s outcome is unknown. Therefore, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, procedural variance, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a (B)(6) year old male patient who had a total knee replacement, went to the hospital due to pain and swelling. The knee was aspirated and shown to have bacterial growth. The patient was scheduled for a revision surgery, and during revision patient had a washout and the size 5-6 9mm legion ps xlpe hi-flexion articular insert was exchanged. The outcome of the patient is unknown.